Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm pt graphix¿ guide wire was advanced to cross a lesion. However, it was noted that the tip of the wire was detached.